Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis and coma in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on (B)(6) 2011, the patient experienced peritonitis manifested by her stomach was all infected and her solution bags were cloudy. On (B)(6) 2011 which resulted in hospitalization on the same day. The consumer stated that she did not know the cause of the peritonitis and stated that the patient was not doing well, she was in a coma, and the doctor's did not expect her to "make it." Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis. The outcome for the coma was not reported. Action taken with dianeal pd4 ambuflex therapy was not reported. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd884445, gd883520, and gd884452 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.